Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. A correction bolus was delivered to address bg. Reportedly, the customer was not removing air from the cartridge during the load sequence process. Tandem technical support educated customer on the proper load techniques, customer understood, acknowledged, and resumed insulin delivery successfully.